Event description:
Cath lab nurse noted pads were in place and appeared adhered to skin during cath lab patient prep.  During cath lab intervention, patient went into v fib at 00:02.  Patient shocked at 150 joules in less than 10 second of rhythm change.  Remained in v fib, 4 additional subsequent shocks given at 200 joules without conversion to perfusing rhythm.  CPR started and rosc achieved 00:04.  Attending cath lab physician commented on concern with the defibrillator pads and the inability to convert the patient out of v fib. Patient's electrolytes were within normal limits. When pads removed post procedure in ICU, red skin/burn type marks noted on patient's right upper chest (where pad located) and left lower chest outlined marks. Per philips, need to determine if they need to open a new case number or if this can be added to previous complaints related to the pads.

Event description:
Cath lab nurse noted pads were in place and appeared adhered to skin during cath lab patient prep. During cath lab intervention, patient went into v fib at 00:02. Patient shocked at 150 joules in less than 10 second of rhythm change. Remained in v fib, 4 additional subsequent shocks given at 200 joules without conversion to perfusing rhythm. CPR started and rosc achieved 00:04. Attending cath lab physician commented on concern with the defibrillator pads and the inability to convert the patient out of v fib. Patient's electrolytes were within normal limits. When pads removed post procedure in ICU, red skin/burn type marks noted on patient's right upper chest (where pad located) and left lower chest outlined marks. Per philips, need to determine if they need to open a new case number or if this can be added to previous complaints related to the pads.